Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3 7752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The patient reported an error code on the implantable neurostimulator recharger (insr). The patient was unable to connect with the implant with both the patient programmer and the insr. The patient only remembers seeing contact clinician message and was unable to charge. The patient did not have equipment present on call and did not know the code that appeared. The patient called back and said that on saturday he checked the system to get the code number and said that it wouldn't connect at all and neither would the patient programmer. Patient said initially he noticed the code the previous sunday, (B)(6) 2015, however wasn't able to call in until end of week. The patient said he hasn't had any medical tests or procedures however did say that he falls all the time, nothing major though. Patient then mentioned that he has noticed that over time, the implantable neurostimulator (ins) seemed like it had turned in the pocket site. Patient last felt stimulation no longer than two weeks ago. If additional information becomes available, a follow-up report will be submitted.